Manufacturer narrative:
During a follow-up with the customer, the customer disclosed that a high-level disinfection (asp washing machine) is used during the cleaning sterilization and disinfection (cds) process. The device was returned to olympus for evaluation, however as of this report the results of this evaluation are not yet complete. Once the results of this investigation become available a supplemental report will be submitted. Related complaints: (B)(6) pr-v235q, single use cannula v, lot number 34k24; (B)(6) pr-v235q, single use cannula v, lot number 35k08; (B)(6) pr-v235q, single use cannula v, lot number 35k10;

Event description:
The customer reported to olympus the evis lucera duodenovideoscope tip did not protrude from the forceps raiser. The reported issue occurred during a diagnostic endoscopic retrograde cholangiopancreatography (ercp) procedure. During troubleshooting of the issue, three sets of single use cannula¿s were used with no resolution. Eventually the procedure was completed with a similar scope device with an unspecified delay. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was partially confirmed. The event was reproduced when the forceps elevator was raised near the maximum, but it was not reproduced under any other condition. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the forceps elevator was raised too much, the forceps elevator and pr-v235q collided with each other, and as a result it led to deformation in the distal end of the pr-v235q. It was further noted that a substitute product (the company's pr-v235q) was used for testing, thus the relationship between the k-lever and the forceps elevator could be slightly different from the device used at the facility. Olympus will continue to monitor field performance for this device.